Manufacturer narrative:
No additional information is available. As of today, the device has not been returned for analysis.

Event description:
Boston scientific crm received information that the pt implanted with this device has a history of arterial spasms. Following a recent spasm, the pt's r-waves significantly declined. The pt was followed closely for a week and a new pace/sense lead was added. The pt underwent a denervation procedure in hopes of preventing further spasms. On (B) (6) 2010 while hospitalized on the critical care unit, the pt had another arterial spasm. The pt lost consciousness and collapsed. Code blue was called. The device delivered a 41j shock; however, no further shock therapy was observed. Interrogation revealed that the device was undersensing pt's vf and was delivering anti-tachycardia pacing (atp) instead of shock therapy. The pt's r-waves were reported to be less than 1 mv. Cardiopulmonary resuscitation was performed for approximately 45 minutes. During this time the pt was implanted with a balloon pump. The pt was stabilized however suffered brain damage. Life support was discontinued on (B) (6) 2010, and the pt died shortly thereafter.